Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that they recently got a new handset that had worked fine for about a week, but then they started having an issue where it was giving them a bolus without them telling the handset to deliver a bolus. The patient stated that the issue was not that bad but now a month agoit got worse and it was taking forever to sync the handset to the myptm app. The patient stated that sometimes they would try 2 or 3 times before it would time out giving them an option to close out of the app or wait and if they pushed wait it could take forever. The ptm (personal therapy manager) would then lag at 90% and once they got into the app it would say it delivered a bolus without it doing so. During the call, the patient closed all applications, and the agent walked the patient through clearing all data after which the patient was able to connect to the myptm app like normal. The patient stated that they were allowed 3 boluses per day.

Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal fentanyl via an implantable pump. It was reported that the reason for call was rep stated that the patient was having issues with the personal therapy manager (ptm) and mentioned that it stalled when it got to 90% when connecting to the pump. The caller also said that the patient had had instances where the "bolus triggers and he didn't push the button," meaning when connecting to the pump it automatically delivers a bolus without the request. The patient also mentioned seeing "error codes" when using the personal therapy manager (ptm) but he did not make note of the specific codes. The agent reviewed steps to clear data from the handset and pt was able to successfully connect ptm to the pump without delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.